Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. Complaint sample was not returned; therefore, a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and adverse event trend analysis. Sample not returned to manufacturer.

Event description:
The consumer stated that she experienced difficulty and discomfort when removing a tampon. After removal, she noticed the tampon contained two pledgets.